Event description:
As I was starting preoperative care for our patient, a visiting nurse from another floor who was shadowing me for intravenous catheter (IV) insertion training was opening up a warm compress. She popped it, and it squirted all over my face, hair, and upper/lower body. The white material crystalized on my body, and I had to go wash up my body and change my scrubs.